Event description:
During a remote follow-up, an increase in capture threshold was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve event. No abnormalities were observed during the revision procedure. The patient was stable with no consequences.